Manufacturer narrative:
The lot number was not provided and a lot history review was not performed. The sample was not returned to bd for evaluation. Therefore, the investigation of the reported malfunction is inconclusive. Based upon the information provided, the definitive root cause is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown trifusion chronic catheter allegedly experienced a suction problem. This information was received from one source. This malfunction did involve a patient with no reported patient injury. The patient's age, weight, and gender were not provided.